Manufacturer narrative:
H3: product analysis: part # 6534530, lot # h5913219 visual and optical inspection did not reveal any damage to the threads or uneven wear on the bottom node that could contribute to the dislodging of the screws. Functional inspection confirmed the set screw were able to tighten a sample rod into a sample bone screw without any issue. The set screws appear to function as intended. No fault found. H6: fdm, fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumbar spinal canal stenosis. It was reported that the set screw dislodged. There was a revision surgery happened because of this.  The right side of the l5 ps was removed and filled with ha-stick. Product will be returned.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received. Only one screw was dislodged. The screw thread of the screw tabs and set screws were part of the implant used during the repeat surgery on (B)(6) 2024, so there is no relationship to the current malfunction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.